Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) because he experienced recurring incontinence. The aus was functioning as designed, however, urethral atrophy was determined. All the components (3.5 cuff, 61-70 balloon and pump) were removed and replaced with a new aus system. No information about the patient's outcome was provided.